Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an unrelated surgery on (B)(6) 2023 where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. A recovery function was executed and successfully recovered the ipg.